Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that all users unable to log into all stations. A technical support specialist (tss) dialed into the server and checked pes, where the domain sync status in the user domain was showing an error. The cfnservice password was re-entered for the affected domain, and the bd ad sync service was restarted. Verification confirmed that the domain was successfully syncing with the server, with no errors appearing in the ad sync logs. The customer confirmed they were able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, all users were unable to sign into the stations but were able to sign into the server. When users attempted to log in after entering their username and password, an error message was displayed on the screen stating: unable to authenticate. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.